Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent breast reconstruction revision with 490cc mentor memorygel breast implants and experienced a hematoma on the left side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a similar 490cc mentor memorygel breast implant, catalog number smpx490, serial number (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Additional information: on (B)(6) 2021, mentor became aware that the patient also experienced rupture on the left side. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Aditional information: on march 16, 2021, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).